Manufacturer narrative:
Evaluation results: operational problem - deflation difficulty and balloon burst during use. No results available since no evaluation was performed - no device or cine images returned for evaluation. Evaluation conclusions: unable to confirm complaint - no device or cine images returned for evaluation. Device not returned - device not received for evaluation. (B)(4).

Event description:
Physician was attempting to use the device in the carotid artery using a moma ultra cerebral protection device. It was reported that the distal balloon did not maintain inflation and a hole was noticed. Physician then found it impossible to deflate the proximal balloon; it consequently ruptured while attempting to re inflate the same balloon with saline solution. There was no injury to patient or clinical sequelae reported.

Manufacturer narrative:
Use error caused or contributed to event (most likely due to over-inflation of the balloon) device evaluation: traces of blood were detected on the shaft and the balloons; in addition traces of radio opaque solution were detected into the inflation lines. The purging of the lumens was performed however it failed: a column of bubble rose from the luer into the syringe. Both balloons were inflated connecting to the luer a syringe filled by water and leakage was detected in both lines. A cut was detected on the proximal balloon surface close to the distal balloon bonding. A pinhole was found on the distal balloon; in particular the balloon surface was stressed close to the pinhole.